Event description:
The company was informed that the patient reportedly experiences loss of sound and loss of lock between the external equipment and the implanted device. External equipment was exchanged. The issue was not resolved. Revision surgery will be scheduled.